Event description:
It was reported that the external pulse generator (epg) was delivered to the biomedical department of the hospital with a self-test error. Technical assistance had the client remove and replace the battery. The error code cleared and the epg powered up correctly. No patient involvement was reported in this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section conclusion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.